Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron clinical system creatinine (crem) module generated 2 erroneously high patient results. The erroneous results were not reported outside of the laboratory and there was no affect to patients with regard to this event.

Manufacturer narrative:
Samples were drawn in sst 7ml tubes and run fresh. Per customer, qc had been erratic over a couple of days before the event. A field service engineer (fse) went on-site (B)(4) 2011 and found that the crem cup was intermittently not draining. Fse replaced the drain valve and verified that the cup drains properly. The issue was resolved.